Manufacturer narrative:
Investigation findings: as the consumer was removing the tampon it elongated and upon removal the string came out with part of the tampon. A document and records review was performed on the reported lot. The documentation assessed includes: manufacturing, quality audit, production and raw materials. An assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. Therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets monthly to review complaint trends. Root cause: a root cause could not be determined. The complaint could not be confirmed. Corrective action: no corrective action is needed at this time. Preventive action: no preventive action needed at this time. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer bought ubk sleek-super tampon and stated she is a regular user. She explained that the tampon elongated as she was removing it, part of the tampon with string came out, but there were still pieces of the tip of the tampon that remained inside of her. She believes she was successfully able to remove all the remaining pieces and did not seek medical intervention. Consumer also stated that there was no visual defect of the product.